Event description:
It was reported that prior to explanting the ICD, the physician performed fluoroscopy and externalized conductors were observed. The patient was then referred to another facility where the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.